Event description:
It was reported that the device sterility was compromised a 6f impulse was selected for diagnostic use. The box arrived damaged and torn through to damage the catheter. No patient complications were reported.

Event description:
It was reported that the device sterility was compromised. A 6f impulse was selected for diagnostic use. The box arrived damaged and torn through to damage the catheter. No patient complications were reported. It was further reported that the device was not unsterile but bent and damaged.